Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion, medical device code), h11. It was reported by the customer that during a routine check, the cs300 intra-aortic balloon pump (iabp) screen does not work. There was no patient involvement or adverse event reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that at the start-up, the images on the display flickered. The fse cleaned the contact on the video receiver board and on the connectors, no parts were replaced. Safety and functional checks were performed.

Event description:
N/a

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, cs300 intra-aortic balloon pump (iabp) counterpulsation screen does not work and at the start up the images on the display flickered. There was no patient involvement.